Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 3006705815-2023-03663 and 3006705815-2023-03665. It was reported that the leads had migrated, which resulted in one lead pulling out of the ipg header. The physician was unsure if the ipg had fluid in the header. As such, the leads and ipg were explanted and replaced to address the issue.

Manufacturer narrative:
Date of the event is estimated.